Manufacturer narrative:
Product ID 3889-28, lot# va01ngw, implanted: 2012 (B)(6); product type lead product ID neu_un known_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that the patient experienced a loss or change of therapy. The patient started losing urine and had no control. The patient's symptoms were due to a sudden change in (B)(6) 2015. The patient was at 0.8v and didn't feel stimulation. If the patient tried increasing and went higher, stimulation pinched too much. The therapy was turned on. The patient changed from program 4 to program 1 at 3.2v and it pinched a little. Then the patient decreased to 3.1v and felt comfortable stimulation.